Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor. Additionally, high voltage had travelled to low voltage ciruitry, damaging multiple components within the monitor. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the monitor would not power on, and the electrode belt had was causing a service code 204 (electrode belt unusable).